Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the user was unable to control the cadiere forceps instrument tip. It was noted that no fragment remains in the patient. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. It is currently unknown if the instrument was damaged during intraoperative use. A fragment from the instrument may have fallen inside the patient.

Manufacturer narrative:
It was reported that during a distal gastrectomy surgical procedure, the user was unable to control the cadiere forceps instrument tip and no fragment remained in the patient. Based on the claim against the product by the customer noting non-intuitive movement with the instrument, an investigation was completed to determine the cause of this reported event. Although the complaint regarding the issue was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the cadiere forceps instrument lot# k10220323 seq 0026 associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 using system (B)(4) and no usage was logged on the reported event date of (B)(6) 2022. No subsequent usage recorded after (B)(6) 2022 . The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument exhibited non-intuitive movement. Additionally, information suggests that instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The cadiere forceps instrument was used for a rectal operation, initially worked and then moved in uncontrolled motion at an unspecified time. No physical damage was observed on the instrument upon inspection after removal. The customer verified that no fragment fell inside the patient¿s body during the procedure. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious cable damage and product information. No conclusive determination can be made based on this image analysis. Isi received the cadiere forceps instrument for evaluation. The reported event was not confirmed during failure analysis investigation. The instrument was tested with an in-house system and passed both the engagement and self tests. No related error was found during review of the system logs. Instrument functional testing found the instrument exhibiting intuitive motion in all directions with the grips properly opening and closing. The instrument functionality was verified and passed specification. The instrument operated as expected. Issues related to complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. As part of investigation, inspection of the instrument identified a frayed grip cable at the distal end. This finding is unrelated to the customer reported issue. The frayed cable strands were stuck out at the wrist but the grip cable was still attached. Common causes of this failure is attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The information gathered indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.